Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with product return. Upon visual inspection, the head was still installed inside the device. The head would not move inside the device. The liner was not fully seated and there was a gap between the liner and the shell. Review of the device history records identified deviations or anomalies during manufacturing, however, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the surgeon was in the process of putting together the ringloc bi-polar cup, the locking mechanism of shell to poly of the bipoloar failed. The shell was never flush with the poly/head and the surgeon eventually was able to impact it to a point where it was flush, but the implant was not functional. Attempts have been made and additional information on the reported event is unavailable at this time.